Event description:
The following has been reported: biomed reported: "red alarm" no active infusion stopped or any patient harm a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). During initial evaluation, the fva pins had severe drag. A cleaning was performed and the drag was resolved. The fva pin lip seals will need to be replaced.